Event description:
It was reported via repair work order that the cot dropped one level while loading a patient. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer is retraining users on the proper use of this device.

Event description:
It was reported via repair work order that the cot dropped one level while loading a patient. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.